Manufacturer narrative:
Investigation summary: one sample without packaging was received by our quality team for evaluation. The sample was subjected to visual inspection and the team observed that the stopper was separated from the plunger. The plunger of the sample was subjected to visual inspection and had observed short molding at the plunger head. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The separation between the stopper and plunger is due to short molding at the plunger head. Short molding on the plunger head could have happened during machine start-up. The initial shots with short molding defect after machine start-up were not effectively purged and removed before conveyed to the subsequent process. The production technicians were retrained to purge out at least seven shots before machine start up after this batch was manufactured.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb plunger came off. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringe was unable to draw up liquid, and the plunger came off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb plunger came off. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that syringe was unable to draw up liquid, and the plunger came off.